Event description:
It was reported that the pt went to bed hearing on his left sided implant on (B)(6) 2014. He woke up on tuesday (B)(6) 2014 and no longer had access in sound with his audio processor. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.